Event description:
It was reported that during the implant procedure, the patient experienced pericardial effusion. The physician stated that the atrial lead had perforated the atrium and was most likely in the pericardial space. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.